Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead body damage. The fracture was originally suspected due to lead noise and sensing issues. During the lead revision procedure, it was confirmed that there was a fracture distal to the suture sleeve. A new ra lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 230 mm from the terminal end from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead body damage. The fracture was originally suspected due to lead noise and sensing issues. During the lead revision procedure, it was confirmed that there was a fracture distal to the suture sleeve. A new ra lead was implanted successfully. Additional information indicated that this lead was explanted and returned for analysis. No additional adverse patient effects were reported.